Event description:
It was reported that during an unk procedure, the pt suffered from anesthesia awareness because when she was brought back, she was in hypovolemic shock. There is no add'l info available.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.